Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was frozen and their buttons were scrolling on their insulin pump. Customer's blood glucose was 184 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damage keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.